Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an upstream occlusion sensor test during preventive maintenance. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could not confirm the reported symptom "upstream occlusion sensor test". Upstream occlusion test was performed with the unit passing. Review of the event history log did not reveal any abnormalities that could be attributed to the reported symptom. The device received the software upgrade and will be returned to the customer. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11338 can be removed from the FDA database.